Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 14f manta was successfully delivered in the left common femoral artery. An 18f manta was then deployed for closure in the right common femoral artery. The arteriotomy was 8mm with minor calcification present on the posterior wall, proximal to the access; deployment depth measured at 3 + 1. During deployment the anchor got caught on a piece of posterior plaque and did not allow the anchor to seat properly against the vessel wall; causing the collagen to deploy inside the vessel and occlude flow. Ballooning to clear the blockage was the first option; however, the hospital did not have a long enough balloon in stock. The vascular surgeon was called in for a cut down, explanted the manta and repaired the vessel. Flow was restored and the patient recovered fine. The root cause of the occlusion is due to collagen being deployed into the vessel. This is a known risk of the device. The IFU was reviewed and confirmed to list the following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: 18fr manta did not seal on the main side during an evar. During deployment, the footplate caught on a piece of posterior plaque and did not sit flat against the vessel wall, so when he advanced the collagen, it went into the vessel and restricted flow. Physician tried to balloon across the plate, but the hospital did not have a long enough balloon to reach the groin in stock. A surgical cutdown was then decided. The vascular surgeon successfully removed the manta device and repaired the vessel. Full artery flow was restored. Surgical cut down on right groin only. Full repair of the vessel restored. Patient recovered wonderful and was discharged